Event description:
It was reported that during a shoulder procedure using a speedscrew 6.5 implant with inserter handle, the implant would not release from the inserter handle. The surgeon drilled a new bone hole and completed the procedure with an additional implant. There were no significant delays or patient complications reported as a result of this event.